Manufacturer narrative:
The hill-rom technician found that right and left inner patient nurse call switches were inoperable. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Make sure the head and foot side rails are not bent or twisted. Make sure the latch mechanism operates correctly. An audible click must be heard. Remove the side rail cover, and make sure the mounting screws are tight. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. Repair or replace the side rail as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced both left and right inner patient nurse call switches to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom account executive the nurse call function was not working. The bed was located at the account on the 2nd floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).